Event description:
It was reported the patient had an infection at the time of report. It was stated the patient did not know if it was related to their device. Reportedly, they took the patient¿s urine culture and said they had a urinary tract infection. It was noted the patient was in pain and had blood in their urine. The patient also felt like they had flu and chills and they were taking nitrofurantoin. It was stated the patient still had the infection but their pain was gone. Reportedly, the infection started "(B)(6) 214" and the patient had little infections before, off and on, but they never took medications long enough. It was stated the patient was on two pills a day for 7 days.

Manufacturer narrative:
Product ID: 3889-28, lot# v745894, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).